Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a touchscreen that was not responding and would not calibrate. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, as it was removed from service. No user harm was reported. The bme stated that the touchscreen was not responding to touch and would not calibrate. When attempting to calibrate touchscreen, the device would freeze at the end of the test; the power source would need to be removed to restart the device. The remote service engineer (rse) advised the bme to confirm that the device was able to power down properly and recommended replacing the touchscreen. The rse noted that if the touchscreen replacement does not resolve the issue, the next manufacturer recommendation is to replace the central processing unit (cpu) board. The customer was provided with the part number for a replacement touchscreen. The rse noted that the issue was replicated during troubleshooting. This investigation is ongoing.